Manufacturer narrative:
The company service representative examined the system and was able to replicate the reported system advisory and shut down issue. The auxiliary illuminator printed circuit board (pcb) and the power control module were replaced. The system was then tested and met all product specifications per service test procedure (stp). The system was manufactured on june 9, 2010. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The root cause of the reported system message can be attributed to a nonconforming auxiliary illuminator printed circuit board (pcb). The root cause of the reported shut down can be attributed to a nonconforming power control module. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure, when using the extrude mode, the system switched itself off. The system was exchanged to complete the case. There was no patient harm.